Manufacturer narrative:
It was reported to philips that the operational test fails on the defibrillation item. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The fse evaluated the device provided a quote for the replacement of the defibrillator capacitor assembly, however the quote was closed as expired.

Event description:
It was reported to philips that the operational test fails the defibrillation test. There was no patient involvement.